Event description:
A patient reported experiencing inaccurate erratic results with an ot ultra meter. The patient's blood glucose results were low mg/dl, 98mg/dl (for low mg/dl the 20 was used to get value). Tests were done less than 10 minutes apart with a difference of 69mg/dl. The patient's blood glucose results were 242mg/dl, 424mg/dl. Tests were done less than 10 mintues with a difference of 48%. Patient did not experience any adverse events. No further information has been reported.